Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there were erroneous results as they were unable to discriminate cd4 and cd8 populations with a bd facscanto ii cytometer 4/2/2 sys ivd. The following information was provided by the initial reporter: the client reports that she found an erroneous result when analyzing patient samples with tbnk assay on the canto clinical software. The client could only discriminate against cd3 + but not the cd4 and cd8 populations. The client then realized that the monoclonal antibody tube had probably become contaminated, because with a new tube the problem has never reappeared.

Manufacturer narrative:
H.6. Investigation summary scope of issue: the scope of issue is only limited to part # 338962 and serial # (B)(6) . Problem statement: customer reported complaint on erroneous results on the facscanto ii. Manufacturing defect trend: there are no qns (quality notification) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: this is the only complaint ((B)(4)). Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: review of DHR part #338962 serial (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint was confirmed by the technical support specialist, (B)(4), that the cause was an operator error, or use error during sample tube preparation. After this error was realized while analyzing patient samples with tbnk assay, they used a new tube sample and their results were obtained as expected. It is also stated in the work order that the problem has never reappeared. In the canto ii IFU (instructions for use) 23-20269-00 rev.01, troubleshooting procedures (pages 210-214) are provided for tbnk analysis, which include and not limited to re-preparing, re-staining and re-running samples as recommended solutions. No fse (field service engineer) was needed to be dispatched to the customer site as the issue was resolved over the phone and the instrument was functioning as expected. There was no impact to patient health or safety. Service max review: review of related work order # (B)(4). Install date: 27sep2012. Defective part number: there were no damaged components. No part was replaced nor returned. Work order notes: subject / reported: 338962 - bd facscanto ii - result error. Problem description: the client reports that she found an erroneous result when analyzing patient samples with tbnk assay on the canto clinical software. The client could only discriminate against cd3 + but not the cd4 and cd8 populations. The client then realized that the monoclonal antibody tube had probably become contaminated, because with a new tube the problem has never reappeared. Cause: operator error. (Refer to investigation result / analysis). Work performed: the customer confirms that using another monoclonal antibody tube resolved the problem. The tool works properly. Solution: n/a. Returned sample evaluation: a returned sample was not necessary as the customer confirmed they had run a contaminated tube sample resulting in erroneous results. The problem was resolved when the customer used a new tube sample. Risk analysis: a review of risk management file 100264a, rev 06 - risk analysis facscanto 10-color (canto plus) was conducted. The risk management file 100264a identifies the hazard ¿erroneous results¿; however, the file will be revised to include additional mitigations documented in the investigation result/analysis. Eco (electronic change order) #(B)(4) was initiated to make this change. Root cause: based on the investigation results the root cause of the erroneous results was due to the customer using a contaminated tube sample to obtain data. Conclusion: based on the investigation results, this complaint was confirmed that the cause was due to use error during sample preparation. After running a new tube sample, their results were obtained as expected and the problem has never reappeared. The instrument was functioning properly and as expected. There was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that during use there were erroneous results as they were unable to discriminate cd4 and cd8 populations with a bd facscanto ii cytometer 4/2/2 sys ivd. The following information was provided by the initial reporter: the client reports that she found an erroneous result when analyzing patient samples with tbnk assay on the canto clinical software. The client could only discriminate against cd3 + but not the cd4 and cd8 populations. The client then realized that the monoclonal antibody tube had probably become contaminated, because with a new tube the problem has never reappeared.